Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in the emergency room with a heart rate of 30 beats per minute and loss of capture due to lead dislodgement was observed on the right ventricular channel. A temporary pacing wire was introduced until the patient could undergo lead replacement. The lead was explanted the next day and replaced. The patient is stable.